Manufacturer narrative:
Initial.

Event description:
It was reported that a user sought assistance connecting a freestyle libre 3 plus cgm sensor to an ilet system, during which the sensor pairing initially was unsuccessful but was subsequently started after rescanning and warmup appeared on the ilet, with an alert to connect cgm/enter bg occurring near the end of the warmup that resolved once warmup completed. No adverse clinical symptoms reported and blood glucose levels remained unaffected. Outcomes included continued therapy with education on warmup behavior and temporary bg-run mode notifications. User support included remote troubleshooting, verification of cgm warmup status on both the ilet device and app, and user education on expected alerts during warmup. Investigation of this case revealed that the device functioned as designed, with the alert attributable to cgm warmup progression and user interface status recognition rather than a hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface misunderstanding during sensor warmup with no device failure.